Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient stated that he noticed a pinhole about 4-5 ft down from where the patient connects to the cassette. While patient was in the third fill, he realized that cassette was leaking from the line. Per patient, after initial cassette leak, he experienced two more cassette leaks on the two following nights. Patient stated he was unable to complete treatments on all three nights. Patient began to feel bloated. Patient acquired peritonitis and was hospitalized for 2 weeks. Patient did not inform his pd rn. Medical records have been requested. Sample has not been returned to the MFR.

Manufacturer narrative:
Medical records have been requested and have not been received by the MFR to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. This medwatch report is associated with MDR numbers: 8030665-2013-00953, -00954, -00955, 2937457-2013-00564, -00565, -00566.